Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During routine pm service the fse found the iabp failed the battery run time test. To fix the issue, the fse replaced the batteries and calibrated the iabp. The fse then completed the all the settings and the pm, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved during this event no adverse event was reported.